Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue began on (B)(6) 2015 at approximately 5am in the morning, when she reportedly obtained a reading 207mg/dl using the subject device which she felt was high compared to how she was feeling and/or her usual readings. In a related complaint the patient also alleged an issue with the meter settings and the csr determined that the patient was attempting to test whilst in the settings mode. The patient stated that she manages her diabetes using pills, diet and/or exercise, and it is unknown if she made any changes to her usual diabetes management routine in response to the alleged elevated readings obtained. The patient stated that she experienced symptoms of shaking approximately 2-3 hours after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr confirmed that the meter was set with the correct unit of measure, an approved sample site was used, the test strips were not expired and it was not the first use of the device. The csr noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.